Manufacturer narrative:
Device code: other for no allegation of product malfunction, or, non conformance contributing to the reported event. Boston scientific has made several attempts to gather additional information regarding the alleged event without result. Currently there are no further details to report.

Event description:
Following angioplasty the stent was placed in the right middle cerebral artery (mca) stenosis without issue. One day post procedure the patient was doing well. However, two days post procedure the patient developed an infarction on the right side of the brain and the patients' condition had "deteriorated heavily". A thrombosis was noted within the right mca. The patient had been given a 150mg of plavix and 150mg persantin for the three days prior to the procedure. The patient was given 5000u of heparin and 1g of kefzol during the procedure was taking 75mg of plavix and 75mg of persantin daily since the procedure. No other information was provided.